Event description:
The reporter called and alleged discrepant results when compared to a lab. The device result was reported as 5 something inr. The lab result reported was 2 something inr. After the device result, the patient was sent for the lab. The reporter did not provide any treatment information. Controls were used after the event, and the control results were out of range. The device was replaced, and requested to be returned for evaluation.